Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the analyzer service history, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) inspected the instrument and performed various troubleshooting measures. The fsr determined that the sample pipettor could have possibly caused the reaction vessels to become contaminated. This part was replaced thus resolving the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the pipettor was replaced. No review of tracking and trending data did not identify any systemic issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false a false elevated b-hcg result for a female miscarriage patient, when processing on the architect i2000sr. The initial result was 1287.66 miu/ml. The retest result was less than 1.2 miu/ml. Additional testing with the colloidal gold method was negative. No impact to patient management was reported.